Manufacturer narrative:
Investigation of this event determined that a lower than expected, vitros bhcg result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. A likely assignable cause could not be determined. An issue related to the sample due to pre-analytical sample mix up or inappropriate pre-analytical sample handling could not be ruled out as contributing factors. The customer is not following the tube manufacturer¿s recommendations for spin time. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based on historical quality control data, the reagent is not likely to be a contributing factor, although, a transient reagent issue at the time of the event cannot be completely ruled out as a contributing factor. Within run marker precision testing demonstrated the eci was performing as intended at the time of testing. An instrument issue is not likely to be a contributing factor to the event, although, a transient instrument issue at the time of the event cannot be completely ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible, lower than expected, vitros bhcg result from a single patient sample when processed on a vitros eciq immunodiagnostic system. Patient sample result of <3.0 miu/ml vs. The expected result of >223 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros bhcg result was reported outside of the laboratory, however, there were no reports that treatment was initiated, altered or stopped based on the result. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).